Event description:
Plaintiff alleges that she has sustained severe and permanent injuries, has endured pain and suffering, disability and disfigurement, loss of a normal life, loss of ability to enjoy life, and incurred medical expenses and loss of earnings, all of which are permanent. Plaintiff alleges significant and severe injuries, damages and loss of society, companionship and consortium with his wife.